Event description:
Medcare received a call from its distributor informing us that an incident occurred with one of our machines. He said, according to the don, the strap of a sling broke and a person fell to the floor. We spoke with the don, who informed us that the shoulder strap broke and the resident fell back and hit their head on the lift leg. The resident was hospitalized with a bruise on their head and a hip fracture. The don told us that after inspecting the sling, they determined that it was worn, and it probably should not have been used.

Manufacturer narrative:
The sling that the facility was using was at least 5 1/2 years old. The last sling of this type that was purchased from us was in 2002. According to our warranty and our instructions, slings should be replaced every two years regardless of condition. Slings must be inspected prior to every use to determine if there is excess wear. Slings showing loose stitching, fraying, discoloration etc... Must be discarded immediately. According to the facility, this sling should not have been used. Identification and date tag was missing from sling - another indication of excessive wear - size was determined by loop coloring.